Event description:
The following has been reported to hamilton medical ag on march 03th 2024 it was reported that on (B)(6) 2024, that during service software, devce failed 'prox. Test (page no. 2110)' in service software. No device logs were provided with this complaint. No information provided on part of the test that failed. It was stated that the failure occurred during ventilation. However, no details were provided on the nature of the failure. - rise flow test failed. - proximal pressure test failed. - proximal flow test failed. - rinse tank test failed. No other information available as per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on march 03th 2024. It was reported that on 24 jan 2024, that during service software, devce failed 'prox. Test (page no. 2110)' in service software. No device logs were provided with this complaint. No information provided on part of the test that failed. It was stated that the failure occurred during ventilation. However, no details were provided on the nature of the failure. Rise flow test failed. Proximal pressure test failed. Proximal flow test failed. Rinse tank test failed. No other information available. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.